Event description:
It was reported via legal documentation that a patient had a left knee revision on (B)(6)2022 [reported under MFR#1038671-2022-01628]. The patient then reportedly fell about 1 month after the revision and had to have a median parapatellar quad tendon repair on (B)(6) 2023, where he was transferred to the pacu in stable condition. Then it is reported that on (B)(6) 2023 he had a left knee wound drainage and dehiscence where he was taken to the operating room and had a left knee irrigation and drainage as well as closure of the wound. There were no complications, and the patient was taken to the pacu in stable condition. There is no information provided about the patient fall other that it occurred and is the reason the patient had a quad repair. There were no exchange or revision of the exactech devices. There is no other patient demographic or medical history available. No other information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. H3. Investigation results- the truliant tib imp ps insert device is not affected by the polyethylene recall. There were no devices that were exchanged/revised. The cause of the patient's condition as related to the devices cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, and the reported fall that the patient had, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available.